Event description:
It was reported that a malfunction occurred with the pump, identified by code malf 5, which was not resettable. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was instructed to return the faulty pump within 10 days using a pre-paid label. A replacement pump was arranged to be sent to the customer, and instructions were provided for putting the pump into storage mode.